Event description:
The pt from the study had a 6 x 100 smart stent implanted in the right sfa in 2008. No procedural details were provided. On seven months later, it was noted that the pt had in-stent restenosis of the target lesion. Action taken was pta of the right sfa at the index lesion, the site has reported this event as a target lesion revascularization. The event was noted as highly probable to be related to the implanted smart stent, and was noted as resolved as of six days later. Additional pt and procedural details have been requested but have not yet been forthcoming. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.